Event description:
Patient was in operating room being implanted with a matrixrib plate and screw construct. During the procedure, the surgeon placed the plate but experienced difficulty locking the screws into the plate. Surgeon removed the plate and placed a second plate, but continued to experience the problem locking the screws into the plate. At this time, the surgeon felt that the screw/plate construct was adequate and left the second plate implanted in patient. Surgeon reused the same three screws. This is 2 of 5 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.